Event description:
Information does not address the patient's clinical status but notes that a message stated that programmed values cannot be measured and to return to nominal settings. Since the device was previously programmed to maximum output, the nurse did not want to return the device to nominal settings. Later, when emergency vvi was pressed, capture was lost. After 10 seconds of asystole, the device was reprogrammed to maximum ouput and intermittent capture was noted.